Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure, an error occurred and the laser broke. The laser probe was changed and the machine re-primed, then again turned on/off. Due to the reported event surgery was prolonged > 30 minutes. Anesthesia was already administered and incisions were made. No report that actual patient harm occurred.

Event description:
We have been informed that during procedure, an error occurred and the laser broke. The laser probe was changed and the machine re-primed, then again turned on/off. Due to the reported event surgery was prolonged - 30 minutes. Anesthesia was already administered and incisions were made. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, a laser interface was provided for investigation. Investigation of the returned interface did not reveal any anomalies, it worked according to d.o.r.c specifications. The reported las1 message is a laser mainhouse message. Since no issues were detected during testing, it was determined that the reported complaint cannot be attributed to the laser interface that was provided for investigation.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (lm-defect-* and lm-las1*). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged surgery. Please note that while the 2023 and 2024 incident numbers are up to date, the installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during procedure, an error occurred and the laser broke. The laser probe was changed and the machine re-primed, then again turned on/off. Due to the reported event surgery was prolonged > 30 minutes. Anesthesia was already administered and incisions were made. No report that actual patient harm occurred.

Manufacturer narrative:
The laser module has been received for investigation. The product will be investigated.